Event description:
It was reported that after inserting the peel-away sheath and catheter, the rn attempted to split the sheath on the proximal end for removal resulting in the "wing grip" of the sheath breaking off. This made removal difficult. As a result, the rn carefully split the sheath manually with her fingers to remove the sheath from the patient's basilic. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed because no sample was returned for evaluation. And a review of manufacturing records did not yield any relevant findings. However, the results of our investigations on similar complaints have identified a manufacturing related cause. Further investigation has been initiated with the manufacturing site and a field corrective action has been initiated under our reference number 2518433-07/28/2015-005-r that includes the reported lot number. A recall number and classification has yet to be issued for this action.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.